Event description:
It was reported that a homechoice experienced an unknown alarm during peritoneal dialysis therapy. A technical service representative assisted the patient with ending therapy and removing the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the homechoice device was reported. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.